Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the telescope, the sheath, the imaging window was observed detached near the lap joint section and the tip was kinked. Impedance test also showed an electrical open at distal end of the catheter between 0-10 cm from the distal housing. Media returned by the customer was inspected and showed an angiography video, however no evidence that could relate to the reported allegation was encountered. All compiled information on this investigation determines that the most probable cause is cause traced to device design.

Event description:
It was reported that catheter issue occurred. The target 65mm lesion was located in left anterior descending artery. An opticross catheter was used for ultrasound examination of the target lesion. During the procedure, when the catheter was able to cross the lesion. It could not show an image. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was stable. However, device analysis revealed imaging window was detached near the lap joint.